Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced a hard power on reset (por) and the implant date was incorrect. It was further reported that on the day of the event the icm was repositioned and a cautery was used near the device. The icm remains in use. No patient complications have been reported as a result of this event.